Manufacturer narrative:
The device has not been received to date. Customer called the olympus technical assistance center (tac) support to troubleshoot the device. Customer reported a 311 error (printer door open) and a 931 error (white balance failed). Tac instructed the customer to verify the cables are sitting correctly. The customer was instructed to plug in a scope unit into the tower and turn on the tower and still no image. The customer was instructed to turn off the tower and disconnect the endoscope and turn the tower back on without the endoscope. The monitor had a color bar on the screen. Furthermore, the customer was instructed to switch the maj-1430 cable. The unit continued to have the same issue. The customer tried another tower and the endoscope worked fine. The customer was instructed to send in the unit for service. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a 311 error (printer door open) and a 931 error (white balance failed) was reported the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the no image appearing, and color bars being displayed on the monitor could not be identified. However, it¿s likely the cause is related to the connector of the connection part being loose or the device being used in a very dusty environment. Olympus will continue to monitor field performance for this device.